Manufacturer narrative:
Device was received with no t¿s and no suture. Visual inspection shows that the delivery needle is disfigured. It is quite bent and bowed. The mechanism no longer cycles and actuates due to the damage. This delivery system had been fully advanced and the actuator will no longer retract. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacture of the device can be confirmed. A DHR review was performed by querying the ncmr database for historical data. This search identified no ncmr¿s for this product number and lot. Use error may have been a contributing factor to this event.

Event description:
It was reported both ts were deployed simultaneously, then both were removed. No injuries were reported.